Event description:
A user facility clinical manager reported that a visible internal dialyzer blood leak occurred immediately after the initiation of the patient's hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm as blood had not yet contacted the blood leak detector. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were also in use. There was no defect or damage noted on the dialyzer. The patient's estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was discarded.

Manufacturer narrative:
Plant investigation: the complaint device was not returned to the manufacturer for physical evaluation; however one photo was provided. The photo showed visible blood in the drain lines indicative of an internal blood leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no manufacturing temporary deviation notices (dn) reported on the lot. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager reported that a visible internal dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm as blood had not yet contacted the blood leak detector. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were also in use. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.